Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptom included fluid-like discharge. The physician did not believe that the patients infection was device related and nothing happened during the procedure that would have contributed to the infection. The patient was given antibiotics and was reportedly doing well.